Event description:
It was reported the device had to be explanted on (B)(6) 2022 due to displaced/dislodged head on the stem. The initial implant procedure had occurred 7 years ago. No further information is available. This report is for the neck of the device and is related to report number 3025141-2022-00137 for the head and report number 3025141-2022-00139 for the stem.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The returned product was inspected under magnification. Under magnification the batch number of the arh slide-loc standard stem 7mm (part number 5001-0107n) was confirmed as 328328. The head and stem were disassembled upon return. The returned stem showed significant signs of scratching, denting, deformation and damage around the surface and canal that interact with the head. The shaft of the stem contained wear around the grit blast surface and biologic material was stuck to the underside of the top of the stem that appeared to resemble bone. The underside of the radial head component showed areas of scratches, denting and wear as well, with foreign material stuck in the center of the neck, on the side which mates with the stem. The top side of the radial head did not show any signs of wear or damage. It was not possible to know if the damage observed occurred during the assembly, implantation, or removal of the device. The surgical technique for the slide-loc system denotes: "caution: the head/neck assembly should be done on a firm surface (ie, avoid using a mayo stand) to ensure that adequate force is applied to the morse taper connection" as well as "warning: incomplete locking between the head and neck may result in disengagement of the components postoperatively". No definitive conclusion can be made regarding the reported event. A recall had been initiated for this device in 2017: https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfres/res.cfm?ID=(B)(4)/